Event description:
The instrument transected the tissue. However, it did not place properly formed staples on the tissue. Therefore, the surgeon decided to convert the procedure to an open surgery to gain hemostasis and complete the case.